Manufacturer narrative:
Correction : section h6: the problem code was inadvertently left out in the initial report which has been added to this report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: failure to advance: the cause of the failure to advance cannot be determined as insufficient clinical details were provided. Product damage (catheter kink): the cause of the product damage (catheter kink) cannot be determined as insufficient clinical details were provided.

Event description:
It was reported that an impella cp could not be implanted as the device repeatedly kinked within the aorta. An alternative pump system was used to support the patient. The patient was in critical condition.

Manufacturer narrative:
A2, a4, a5, and a6 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.